Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open unknown procedure, the device was activated intermittently. The generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient.